Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the scs system stimulation was not covering the pain area and the patient reported pain increase. Surgical intervention was taken and the lead was repositioned. Postoperative, the stimulation was confirmed in the pain area and the patient reported the pain had decreased.